Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was noted that the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. Concomitant medical products: product ID: sdr303b ipg, implanted: 2004-(B)(6). (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and replaced due to system upgrade. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.